Event description:
(B)(4). Body pain, back pain, increased bleeding during periods, migraines, swollen distend abdomen, increased blood pressure, swollen ankles, stabbing pain in stomach, no energy, insomnia, onset of autoimmune disorder behcets